Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent anterior lumbar interbody fusion through extreme lateral approach, l2-3 and l3-4. Posterior lateral fusion with pedicle screw instrumentation l2 to s1. Preoperative diagnosis: lumbar spondylolisthesis l2-3 to l3-4 and l4-5. Per-op notes: "a 10 x 45-mm peek cage with synthetic bone and an rhbmp-2 were placed between the endplates of l2-3 and l3-4. Excellent positioning was achieved with fluoroscopy. Then 5.5 x 50 mm pedicle screws were placed at l2, l3 bilaterally, 6.5 x 15 mm pedicle screws from were replaced l3 and l4 bilaterally, 6.5 x 45 mm pedicle screws were placed at bilaterally. Excellent positioning was achieved with fluoroscopy. A discectomy was performed at l4-5, and the paddle shavers and curettes were used to perform the arthrodesis of the endplates at l4-5, , and an 8 mm titanium cage with synthetic bone and rhbmp-2 were placed between the endplates of l4-5. The drill was used to perform the laminectomy and medial facetectomy at l2-3, l3-4, l4-5 and l.5-s1." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.